Event description:
Medtronic received information that prior the implant of a transcatheter bioprosthetic valve, when the boston scientific amplatz super stiff guidewire crossed the native valve, the patient went into complete heart block. The following day, the patient received a permanent pacemaker. No further adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).